Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the device had a red "x" while setting up for a case. The device showed green status on both the emitter and the axiem, but the emitter showed a red "x" over the button. The software was exited twice but no resolution. A hard shut down and reboot resolved the issue. It was noted that the site installed the software for the case, however it was removed from the system following the case. The issue was resolved before the em interface was able to be viewed.